Event description:
Report received by MFR of experience of withdraal symptoms. Reported that pump had been refilled every 3 weeks with morphine. Pump was beeping, pt elected to not have pump refilled in january 2003, and experienced acute withdrawal over about a week. Beeping continues and is still having withdrawal symptoms. Follow up with hcp provided as current care giver revealed this hcp does not manage pumps or refill pumps. Hcp supported report that pt wanted the pump removed, had elected to not have device refilled and elected to go through withdrawal. Symptoms presently being reported are of a panic/anxiety nature. Pt is on oral meds and requesting increasing doses to control pain. Hcp is assisting pt to find hcp to remove device.